Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the longevity changed from 5 year calculation to over a year and patient got 1098 error. Issue was likely caused by high impedance on electrode 8 in group c. The battery life shows as just over one year. However, using the same setting in demo mode, the battery life is five years. They cannot adjust the amplitude and it shows out of range. They can use the tablet to adjust the amplitude. The patient was reported to be bedridden for a long time. Troubleshooting steps taken included re-setting up the connection between the directional lead and the percept pc still does not resolve the "connectivity test" issue. Using 1.0mv to test impedance shows an orange warning. The issue has not yet been resolved.

Event description:
It was reported that the cause of the issue may have been related to the implant procedure because impedance was normal before implant, but the cause was not determined. The patient's settings were changed to a different contact and the error was resolved. The patient's longevity calculation will be performed again at their next appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the manufacturer representative (rep) said connectivity test couldn't be cleared during impedance test check. The impedance status was investigate. Right stn monopolar contact 11 was >5k ohms, bipolar contacts 11-8,  11-9a, 11-9b, 11-9c, 11-10a, 11-10b, 11-10c was investigate high. Left stn monopolar contact 3, 2a, 2c, and 1 c were all >5k ohms. Bipolar contacts 3-0, 3-1a, 3-1b, 3-2a, 3-2b, 3-2c, 2c-0, 2c-1a, 2c-1b, 2c-1c, 2c-2a, 2c-2b, 2b-1c, 2b-2a, 2a-0, 2a-1a, 2a-1b, 2a-1c, 1c-0, 1c-1a, 1c-1b were all investigate high.